Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg has not been charged for an extended period time of time, rending the ipg inoperable. As such, the patient is unable to set the ipg into MRI mode. In turn, surgical intervention may take place at a later date to address the issue.